Manufacturer narrative:
This report is filed on june 27, 2019.

Manufacturer narrative:
This report is submitted on april 1, 2019.

Event description:
Per the surgeon, the patient experienced a hematoma at the implant site and subsequently the device was explanted on (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.